Manufacturer narrative:
Additional information noted that another follow up took place and noise was noted on the atrial channel electrocardiogram. Pacing impedances also remained out of range and no pacing was noted. The device was reprogrammed and a lead revision has been scheduled. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up this right atrial lead had decreased pacing impedances. A further review of the daily measurements noted that the pacing impedances had been low out of range while the sensing and pacing thresholds were within normal limits and no noise was visible on the electrocardiogram. Another follow up was scheduled. This lead remains implanted. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Further information provided noted that this right atrial lead could not be extracted thus a new right atrial lead was implanted. The patient had a biventricular device with the left ventricular port plugged. The physician was unable to implant a left ventricular lead thus another right ventricular lead was implanted in the septal position and the left ventricular port was plugged. A new device was also implanted. Programming options were discussed. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Should additional information become available this investigation will be updated.